Event description:
It was reported that the patient developed worsening heart failure, had atrial tachycardia and developed reduced biventricular pacing support with intermittent episodic supraventricular tachycardia (svt). It was also reported that approximately six months ago, it was discovered that the atrial lead was not capturing and was undersensing. The atrial lead was reprogrammed; however, recently the lead began not sensing at all. During the lead revision, it was found that the atrial lead was dislodged. Additionally, the device may have reached the elective replacement indicator (eri) prematurely and the patient's left ventricular (lv) lead was damaged during the procedure. The device, atrial lead and lv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: (B)(4) - the full lead in segments was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted from being pulled/stretched/overstressed and there was blood (not obstructed). The fixation lobes were distorted and damaged from being cut. The outer insulation had cosmetic environmental stress cracking, the overlay tubing insulation was breached from being melted, the overlay tubing insulation had blood ingression and the outer insulation was breached from being cut. The lead was stretched and had apparent explant damage.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2010 (B)(6); 6947 implantable defib lead 2010 (B)(6). (B)(4).